Event description:
It was reported that the patient presented in hospital with bradycardia that resulted from far r wave over sensing exhibited by the pulse generator. The episode resulted in under-pacing and a heart rate slower than the programmed base rate was recorded by an external cardiac monitor. No interventions were reported. There were no patient consequences.